Event description:
A magnesium bolus was hung to infuse over two hours; after one hour the infusion was checked and the bag was empty; the pump read 24cc left to infuse. Programing of pump was assessed and found to be programed correctly. Zosyn was also hung to infuse over four hours; three hours after antibiotic was hung bag was found to be empty; the pump indicated the antibiotic was still infusing and had 40cc volume remaining. Programing of the pump assessed and found to be programed correctly. Pump was taken out of service. There was no harm to patient manufacturer response for alaris pump, (brand not provided) (per site reporter): the company representative has been made aware and are interrogating the pumps for more information.